Manufacturer narrative:
(B)(4).

Event description:
The reported suspected generator issue was not duplicated in the pa lab. Review of the ram/flash data downloaded from the pulse generator shows no indication of increased impedance. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.925 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the memory locations revealed that 2.588% of the battery had been consumed. Measured battery voltage and consumed capacity parameters are as expected. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that during a generator replacement surgery, high impedance was found when the new generator was connected to the implanted lead. A visual inspection of the lead was done and the lead pin was fully inserted into the generator block. However, the high impedance persisted. A backup generator was implanted. The physician implanted a new generator and the impedance was ok (<2000ohms). The company representative checked the suspected generator with the test resistor after the surgery was completed, and found that the impedance was within the expected range (4047 ohms). The review of manufacturing records confirmed that the generator passed all functional tests prior to distribution. The return of the suspect device is expected but it has not been received to date.